Event description:
It was reported that prior to starting a da vinci s surgical procedure, the monopolar curved scissors instrument were defective. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found the instrument to be fully functional. The scissors cut cleanly through .006" latex and the blades are not damaged electrical continuity passed. Engineering observed the main tube is damaged. There are multiple deep scratches that can be seen within an area extending approximately 3" where material was removed from the main tube. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.